Event description:
The registered nurse (rn) contacted baxter's technical service center regarding a system error 2201, which occurred on the homechoice pro during use during dwell 2 of 14. The patient was connected. The baxter technical service representative assisted the rn with ending therapy and advised the rn to start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During follow up on (B)(6) 2011, the rn reported that upon initial inspection of the cassette, it seemed fine, but when the rn removed the cassette to start over, the cassette appeared to be filled with air. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one companion sample in reference to the report for air in tubing without an alarm. The set was placed on a homechoice machine for priming and it ran with no alarms. The set was then tested underwater with no leaks noted. No manufacturing abnormalities were noted during the visual inspection of the set. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This report for air in tubing without an alarm was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined.